Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider called to advise someone contacted him regarding a chair that had a broken frame. Provider is unaware of any additional information regarding the chair or consumer. MDR filed.